Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The repair history for the referenced scope was reviewed and there was no similar repair event. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. Based on the service/repair evaluation the reported peeled off adhesive at the distal end cover potentially occurred because external force was applied to the distal end by use handling. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The adhesive on the distal end cover of the scope was found peeled off or was cracked. The failed leak test was confirmed as the scope was leaking from the instrument channel; channel was inspected and observed multiple scratches on the wall of the channel. Additionally, the bending section cover was missing and the bending section cover adhesive was cracked. The scope was repaired and returned to the customer. A review of the scope's repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer evis exera ii ultrasound gastro-videoscope was returned to the service center due to a report of a "failed leak test" that occurred during reprocessing. Upon inspection and testing, the device was observed to have an adhesive malfunction as the adhesive on the distal end cover was peeled off or was cracked. No patient was affected or harmed.